Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The patient was explanted of the device on (B)(6) 2017, during which also a middle ear exclusion was performed. The recipient was explanted because of iatrogenic cholesteatoma. The electrode array was coiled in the mastoid cavity at implantation surgery. Reportedly, the lead gradually eroded the anterior wall of the mastoid, creating communication between the external auditory canal and the mastoid. The electrode lead was found inside the external ear canal at explantation. The device was replaced in case, it could be damaged during its repositioning. The recipient was re-implanted with a new device.

Manufacturer narrative:
According to the patient report, the device was explanted due to extrusion of the electrode lead into the external auditory canal (eac), leading to iatrogenic cholesteatoma development. Reportedly, the reported extrusion was likely due to the forces exerted by the electrode lead on the anterior wall of the mastoid, creating a communication between the latter and the eac. In addition, received in situ measurements showed 2 channels involved in short circuits and fluctuations in the ground path impedance. However, these findings could not be confirmed during investigation, as both the active electrode and the reference electrode have been received incomplete. Otherwise, the device operates within specification during investigation. This is a final report.

Event description:
The patient was explanted of the device on (B)(6)-2017, during which also a middle ear exclusion was performed. The recipient was explanted because of iatrogenic cholesteatoma. The electrode array was coiled in the mastoid cavity at implantation surgery. Reportedly, the lead gradually eroded the anterior wall of the mastoid, creating communication between the external auditory canal and the mastoid. The electrode lead was found inside the external ear canal at explantation. The device was replaced in case it could be damaged during its repositioning. The recipient was re-implanted with a new device.